Manufacturer narrative:
The device is returned to bd for evaluation, and lot history review was performed. The investigation is inconclusive for unable to infuse device, as the port body and attached catheter segment were patent to infusion and aspiration with no leaks noted. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808000. Port & catheter, implanted, subcutaneous, intravascular allegedly failed to infuse. This report was received from a single source. This event did involve patient with no reported patient injury. The patient weight is 58 kgs; however, age, and gender were not provided for the patient.

Manufacturer narrative:
The device is returned for the one complaint. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808000. Port & catheter, implanted, subcutaneous, intravascular allegedly failed to infuse. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.